Event description:
It was reported that a stall with no motor stall recovery were recorded in the pump logs. The pt experienced opioid withdrawal. The pt had nausea and vomiting with increased pain. The physician stated that the plan was to replace the pump. The pt outcome was reported to be "non-serious." The medications being delivered via the device system were bupivacaine and dilaudid.

Manufacturer narrative:
.